Event description:
It was reported that a patient with a chronic buttocks wound was treated with v.a.c therapy in both the acute and home care settings from (B) (6) 2010 - (B) (6) 2010. It was reported that the wound stopped progressing and became heavily exudating. It was reported that the patient was admitted to the hospital (B) (6) 2010 for a sharp debridement. It was reported that a retained foreign body visually identified by the physician as a piece of v.a.c granufoam was removed. It was reported that wound cultures done during surgery grew (B) (6). There was no indication in the medical information provided that the patient was prescribed antibiotics only that the wound upon discharge was treated with an alternate dressing of dakin's moist gauze dressings. Kci records indicate that the patient was also treated with v.a.c therapy from (B) (6) 2010 - (B) (6) 2010 during his hospitalization. It was reported on (B) (6) 2010, that the patient was doing well and progressing without complications.

Manufacturer narrative:
Based on information provided by the health care providers, it cannot be determined when the foreign body alleged to be v.a.c granufoam was inadvertently left in the wound. Kci is filling this report due to possible user error as a foreign body alleged to be a kci product was left in the patient's wound and required surgical intervention to remove. V.a.c therapy labeling warns: "...always count the total number of pieces of foam used in the wound and document that number on the drape and in the patient's chart. Also document the dressing change date on the drape." "V.a.c foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of foam pieces was removed as placed. Foam left in the wound for greater than the recommended time period may foster in growth of tissue into the foam, create difficulty in removing foam from the wound, or lead to infection or other adverse events."